Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a full review of the DHR and oms history was completed for lots 7906895 and 7885764. There was no in process deviations found and no associated scrap or reprocessing while the parts were being manufactured, that could be linked to the complaint failure mode.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to loosening of the tibial component. The femoral component was well-fixed but revised to accommodate the revision construct. The tibial tray was loosened and debonded at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. Doi: (B)(6) 2014 dor: (B)(6) 2018 right knee.